Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the insufflator is disabled message on the screen. Site had 41107 error during initial start up, but that cleared. Site had restarted several times with no change. Tse had site do a hard restart of the vsc with no change. System would not fully boot up. Site has opted to move to another davinci. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced common compute controller (ccc) cfg to resolve the issue. System was tested and verified as ready for use. The unit was returned for failure analysis, and the reported issue was replicated/confirmed. The unit was installed into a test bench and powered on using a power supply. The unit was connected to a pc, and the tegra module was identified as visible. It has been confirmed that the unit is bricked. To resolve the issue, the unit will be reprogrammed with the released software and retested. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.